Manufacturer narrative:
The reported event of withdrawal difficulty was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Blood was observed in this location. The cause of reported withdrawal difficulty was isolated to bunching of the stripped stylet, the ptfe coating, and the inner coil.

Event description:
During the implant procedure, stylet withdrawal difficulties were noted due to the lumen of the left ventricular (lv) lead being filled with blood. A new lead was inserted to resolve the event. The patient was stable with no adverse consequences.